Event description:
A medtronic representative reported that while the site was preparing for a case, the emitter was not communicating. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt information provided as no pt was present at time of event. Connected the emitter and it communicated with the axiem without issue. Disconnected and reconnected the emitter 5 times and each time it communicated. The emitter tracks the instruments through the entire field. No problems found. Did not cause event. The communication cable connectors were found to have damage, making connection difficult. It did pass testing and cannot definitively be considered the cause of this issue.